Manufacturer narrative:
Patient information now provided. As previously reported a medtronic representative tested the system, codes corrected to reflect on-site investigation. A software investigation was completed, software is functioning as designed. It was recommended to use the dedicated visualase capability for connecting to the scanner under the "manual" mode, after entering the basepath manually in image transport whenever encountering the described situation. Such visualase capability is to continue the usage of the visualase system as designed while the situation is reviewed in regards to a previously preferred way to connect.

Manufacturer narrative:
On (B)(4) 2016 a medtronic representative, national laser ablation specialist manager, following-up at the site, reported the laser induced thermal therapy (litt) system accesses the siemens image directory on their system using their meduser account username and password. Due to siemens new security parameters, not made known to medtronic, their account was locked, preventing medtronic representatives from accessing the imaging directory. The siemens engineer later rendered the problem unfixable at that time and the surgery was abandoned. Fixed same day and the procedure was successfully performed a few days later. This laser induced thermal therapy system was successfully used in a subsequent prostrate procedure performed on (B)(6) 2016 without issue. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy prostate procedure, the site alleged difficulty communicating with a non-medtronic scanner. This issue occurred pre-incision, however, the patient was slightly sedated. No further details regarding this issue were provided. Delay in therapy was greater than one hour. The surgeon opted to abandon the use of the laser thermal ablation therapy system and re-schedule the procedure.